Manufacturer narrative:
Report source - supply chain. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the birthing center staff member was responding to a device that was demonstrating an occlusion error message. Upon assessment, it was found that the infusion bag was empty and the tubing set had separated. The tubing set was replaced and the infusion continued without further complications.

Event description:
It was reported that the birthing center staff member was responding to a device that was demonstrating an occlusion error message. Upon assessment, it was found that the infusion bag was empty and the tubing set had separated and leaked on a laboring patient. The tubing set was replaced and there were no further complications noted. The customer later reported that there was no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information added to (lot #, expiration date, manufacturing date). The customer report of tubing set separating and leaking was confirmed. During visual inspection, it was noted immediately that pvc tubing was completely separated from the lower fitment. Visual inspection under microscope noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during manufacturing process. There were no other anomalies observed with the returned set during initial inspection. A dimensional analysis on the used set was performed on the pvc tubing. In order to conduct dimensional testing a small portion of the tubing was cut in three different sections near the affected area (tubing to lower fitment). The specification for the outer diameter tubing is 0.164¿ +/-0.003¿. The tubing measured to be within specification at 0.161¿, 0.165¿ and 0.165¿. The root cause of the separation was identified as a manufacturing issue due to insufficient solvent.